Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low right atrial (ra) amplitudes and noise oversensing on the right atrial (ra) channel. The noise appeared consistent with the minute ventilation signal. Additionally, high out of range pacing impedances were observed on the left ventricular (lv) channel. Boston scientific technical services (ts) was consulted and troubleshooting recommendations were provided. This crt-d system remains in service at this time. No adverse patient effects were reported.